Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify perform the displacement test and self test due to the critical pump error (open book image) alarm due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Unable to download history files and traces using thus due to critical pump error (open book image) alarm. Swapping out test boards confirms blank display is due to moisture damage on pcba 2. Pcba 2 was cleaned using isopropyl alcohol with no effect. Force sensor zero offset within specification (23mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thus due to constant critical pump error (open book image) alarm. History files and traces were unable to be upload due to constant critical pump error (open book image) alarms. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, keypad overlay texture damage and stained serial number. Unable to confirm critical pump error (open book image) alarm due to a blank display. Blank display was confirmed due to moisture damage on pcba 2. History files and traces were unable to be upload due to critical pump error (open book image) alarm. Unable to verify audio/vibrate anomaly/absence of alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black customer returned device for an alleged audio/vibrate anomaly/absence of alarm found on june 17, 2020. Device was received with a critical pump error (open book image) alarm. Unable to verify perform the displacement test and self test due to the critical pump error (open book image) alarm due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Unable to download history files and traces using thus due to critical pump error (open book image) alarm. Swapping out test boards confirms blank display is due to moisture damage on electrical board was cleaned using isopropyl alcohol with no effect. Force sensor zero offset within specification (23mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thus due to constant critical pump error (open book image) alarm. History files and traces were unable to be upload due to constant critical pump error (open book image) alarms. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, keypad overlay texture damage and stained serial number. Unable to confirm critical pump error (open book image) alarm due to a blank display. Blank display was confirmed due to moisture damage on electrical board 2. History files and traces were unable to be upload due to critical pump error (open book image) alarm. Unable to verify audio/vibrate anomaly/absence of alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump's vibration alarm did not work. Insulin pump was making strange rattling noise. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.